Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/12/2023. Additional information was requested, the following was obtained: has surgery been postponed due to the reported event? No. Was the procedure completed successfully? Yes, but in a much longer time. Were fragments generated? No. If so, were they removed easily without further intervention? Patient status / result / consequences? Additional surgical time. Was it necessary another medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision)? No. Is the patient part of a clinical study? No. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure in 2023 and suture was used. During the procedure, breaking wire occurred when manipulated in needle door , fragile wire to use. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. * could you please clarify if the patient suffered from any signs or consequences due to the issue? Please provide more information. * what is the lot number? * please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu).